Event description:
It was reported that pt underwent right total knee on 4/30/1998. Revison procedure performed to replace tibail bearing and locking bar component in 2005. Operative records identified medial subluxation of the femur and contact between the medial femoral condyle and locking clip.